Manufacturer narrative:
A definitive root cause of the problem cannot be determined at this time. Inserter used in the case was returned for eval. It appears that normal wear of the inserter over time may have contributed to the difficulty that the surgeon had placing the cage. However, the implant in question was not returned and the insertion process is technique sensitive.

Event description:
It was reported that during spinal corpectomy case, the physician was unable to seat and lock the interbody cage. After multiple attempts and 45 min of repositioning of the cage, he ultimately had to pull cage completely out of the pt and reinsert the cage with the setscrew driver in place. There was no adverse outcome to the pt. As the issue resulted in an extension of surgery time in excess of 30-min an MDR is filed to document this event.